Event description:
The customer contacted physio-control to report that their device would not turn on automatically upon opening the lid, which can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to verify the reported issue. The lid functions normally and the device powers on as intended. There was no device malfunction observed and no root cause was able to be determined. The customer was provided with a replacement device.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not turn on automatically upon opening the lid, which can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.